Manufacturer narrative:
The manufacturer previously reported a bipap s/t cseries device allegedly shut down while in patient use. The patient was cyanotic and tachycardic. The patient was placed on another non invasive ventilator and the patient recovered. Despite several attempts to have the device returned for evaluation and investigation were unsuccessful. The device is not returning to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a bipap s/t cseries device shut down while in patient use. The patient was cyanotic and tachycardic. The patient was placed on another non invasive ventilator and the patient recovered. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.